Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for revision of a right atrial lead. The lead had previously become dislodged during open heart surgery. During the procedure, the stylet could not be advanced down the lead for re-positioning, so the lead was capped and replaced. The patient was in stable condition following the procedure.